Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a food bolus but did not eat as much food as intended. Customer confirmed that the correct value was entered into the bolus menu. Blood glucose (bg) level was 30-40 mg/dl. The customer went to the emergency room by ambulance. Bg was treated with liquid glucose. Customer reported experiencing scratches on feet as a result of the low bg event. Customer left the emergency room after 4-6 hours with bg stabilized (80-90 mg/dl).